Event description:
Same cases as: 2134265-2014-08447 and 2134265-2014-08443. It was reported that an automatic pullback failure occurred. The motor drive unit (mdu) of the ilab ultrasound imaging system was able to display an image, however, an automatic pullback failure occurred. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).